Manufacturer narrative:
The insulin pump was received with blank display due to battery connector not plugged in properly to interface board and reconnected battery connector. The insulin pump was received with normal operating and no unexpected off no power, low battery, battery out limit, failed battery test alarms during testing. The insulin pump had minor scratches on lcd window and cracked reservoir tube lip.

Event description:
It was reported via phone call that the customer's insulin pump was not turning on. Explained the possible causes of a blank display, customer stated the display did not return after troubleshooting. Advised customer to discontinue the use of the insulin pump and revert to back up plan. The customer's blood glucose was unknown.